Manufacturer narrative:
(B)(4). Batch number ==> p56j9g. Investigation summary ==> the analysis found that one sc45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify what was meant by, ¿another 1/2 stapler not formation¿? >> stapler line just formation 1/2 did the device cut? >> yes. Was the cut line complete? >> yes. Did the device staple? >> no. Was the staple line complete? >> no. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? >> malformed. Were there staples missing from the staple line? >> yes. Did the device start to deploy staples and cut but could not be completed (partially fire)? >> yes. On which firing stroke did the event occur? >> not available.

Event description:
It was reported that after firing, the ecr45g reload stapler formation just have 1/2 staple line, another 1/2 stapler not formation. Patient consequence? :no